Event description:
It was reported the patient had underdose symptoms; more spasticity, 'abstinens' [withdrawal] and less than 50% therapy relief. Pump logs were read and a motor stall message/motor stall occurred on (B)(6) 2014. Two motor stalls with recoveries were noted within 48 hours period and the recoveries were noted within 24 hours of the stalls. The event resulted in the pump being stopped, the patient hospitalized and given oral baclofen and an explant/replacement of the pump. The patient was feeling much better after the replacement and was receiving effective therapy. The pump was used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found a gear train anomaly (corrosion and/or wear and/or lubrication) of gear wheel 3. Analysis also determined the shaft-bear was the cause of the stall. (B)(4).